Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the pump error alarms and able to rewind the insulin pump. Customer performed displacement verification test and self test and they were passed. The insulin pump will be returned for analysis.